Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with stored episodes of non-sustained right ventricular over-sensing upon device interrogation. The episodes were attributed to over-sensing exhibited by the right atrial lead. No patient symptoms were reported. Further information was requested but not received.